Event description:
It was originally reported that the external pulse generator (epg) will be returned for repair or calibration. Additional information received through follow up with the biomedical engineer (be) indicated that the epg "did not stay on," and was "intermittent in coming on." Another be added that the epg was taken out of service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).